Event description:
Customer reported false positive results on the realtime sars cov-2 assay. Customer reported in 21 false positive results which were initially positive but were negative when repeated on an alinity m instrument. The customer reported there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Complaint will be elevated for investigation.